Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
The patient reported having feelings of "two little shocks" near the device at 4:05. Upon follow-up, the hcp indicated the patient was seen in the office. As the device is a pacemaker, the cause of the 'shocks' was not determined and no intervention was done. The device is still in use. No complications have been reported as a result of this event.